Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received watchdog timeout alert and had a frozen display. The customer's blood glucose level was 116 mg/dl. The customer was assisted in troubleshooting and it was reported that she was unable to clear the alarm. The customer reported that the alarm occurred at the time when the buttons were not responding. The customer also reported an unexpected restart. There was a crack along the reservoir compartment. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.